Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was suspected of exhibited undersensing on the right atrial (ra) channel. It was also noted that there was an increase in the right atrial automatic threshold (raat). Pacemaker mediated tachycardia (pmt) episodes were appropriately terminated. This crt-p remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.